Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1806.

Event description:
Note: this MFR report pertains to the third of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-1786, and #3005099803-2008-1806 for a description of the other devices. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the cutting wire came out of the bottom, not the top. This product was not used. Another device was used to complete this procedure (unknown manufacturer). No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complaint was confirmed. A visual and functional evaluation found that the cutting wire was not capable of deflecting past 90 degrees when orienting within specifications. The cutting wire was bowing up past the sheath while in the deactivated position. The distance between the cutting wire and the brown marker was measured, using a calibrated ruler, while the cutting wire was in the deactivated position. The distance measured 6mm. The manufacturing specifications indicate that the distance is not to exceed 4mm. The working length was badly bent 103cm distal to the guidewire introducer. No other problems were found with this device. It appears that the tension was not properly set on the cutting wire during manufacturing thus causing it to be too long. This could have prevented the cutting wire from performing properly during use. The bend in the working length appear to have occurred during use or return shipment. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.